Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection (lar) procedure, for the first firing, attached the reinforced reload to the manual stapling handle. Then the surgeon clamped the tissue and pushed the green button. However, could not squeeze the handle and could not fire the device. Reconnect the reload and the handle, however, the status was the same. Replaced with a new reinforced reload, connected to the same handle, and the firing was completed. There was no patient injury.